Event description:
Olive tip of stent (gore iliac branch endo prosthesis 12 fr 16mm dia x 7cm length ref# hgb161207a) separated during procedure in right common internal iliac. Approx 2 hours spent attempting to retrieve separated segment. Attempts were unsuccessful. FDA safety report ID# (B)(4).